Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing and underwater leak pressure testing were performed and the device operated within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a vented paclitaxel set was leaking during infusion of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.